Event description:
It was reported by the consumer that her band was implanted at (B)(6). The patient had one fill done by the implanting surgeon and then started getting fills at (B)(6). The number of fills and the amounts are unknown. Consumer reported being hospitalized two times for vomiting coffee ground colored blood. The consumers reports vomiting occasionally four to five months. The consumer went to the primary care doctor in april. An x-ray of the stomach was performed and the band had slipped. The band was removed. The patient is fine.

Manufacturer narrative:
The information was not provided by the contact.